Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-12320. Both of the patient's leads are being reported because it is unknown which lead is liable. It was reported patient was unable to place ipg into MRI mode on (B)(6) 2019. It was found patient had high impedances on the lleft lead. It is unknown to the manufacturer which lead had high impedance. To address this issue patient underwent a revision where one lead was explanted. Effective therapy was restored.